Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch and sensor plug was properly seated. Data was downloaded successfully, sensor was found to be in state 6 (indicating abnormal termination). The sensor was unable to be re-programmed. De-cased the returned sensor and replaced the battery, attempted to reprogram and activate the sensor and sensor is still in state 6. Extended investigation and visual inspection has been performed on the returned de-cased sensor and observed contamination on the sensor's printed circuit board assembly (pcba). Downloaded the sensor data and brownout reset error code was observed. Contamination compromises the integrity of the sensor's electronics and is a known cause of brownout resets. The sensor could not be reprogrammed and activated successfully, returning to state 6. Therefore, this issue is unable to test due to inability to reprogram. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4(device expiry date) was updated based on the returned product download. Sensor (B)(6) was returned and investigation. The sensor plug was properly seated and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19). Attempted to reprogram and activate sensor, but sensor remained in sensor state 6 (indicating abnormal termination). Performed a visual inspection on the sensor plug assembly; no failure modes were observed. The retunred sensor was further invstigated and de-cased. Replaces a battery with a new unused. Performed a visual inspection on the returned sensor and contamination on the sensor's pcba (printed circuit board assembly) was observed. This contamination compromises the integrity of the sensor's electronics and is a known cause of brownout resets. This issue is confirmed brownout reset due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.